Manufacturer narrative:
The complete UDI string for this product could not be determined. Applicable product data has been included. If the complete UDI becomes available. A supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to possible inappropriate anti-tachycardia pacing (atp) and shocks delivery. Technical services (ts) advised on further in office review of the system. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to possible inappropriate anti-tachycardia pacing (atp) and shocks delivery. Technical services (ts) advised on further in office review of the system. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that the observations were caused by a lead fracture. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete UDI string for this product could not be determined. Applicable product data has been included. If the complete UDI becomes available. A supplemental report will be submitted.